Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a male patient underwent an supraventricular tachycardia procedure with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade which required surgical intervention. A transseptal puncture had been performed without a transseptal needle. It was believed that a st. Jude sro sheath was used. The patient had just received heparin. The act was maintained around 300. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed. However, it did not resolve the pericardial effusion. Therefore, an emergency thoracotomy was performed. The patient did require extended hospitalization. No further information is known regarding the patient status. There was no ablation at the injury site. Irrigation was at 2 ml/min. There were no error messages observed on the biosense webster equipment during the procedure. The patient event was not due to a product malfunction. The physician's opinion regarding the cause of this adverse event is that it was procedure related as it was thought the ez steer thermocool sf navigational catheter had gone transseptal. It was later determined that it had gone into the aorta. The patients diagnosis related to this event was a left sided pathway, thus the need for a transseptal puncture. The perforation caused the pericardial effusion. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.